Event description:
The customer reported that while using the axsos 3 tibial plate ancillary during osteosynthesis of left tibial plateau, the drill bit broke and was left in the patient's tibia.

Manufacturer narrative:
D4 lot number has been corrected. The reported condition could be confirmed based on the condition of the received drill bit and based on the received x-rays. On the x-rays is the fragment of the drill bit close to an inserted screw visible. The device inspection revealed the following: the front part is broken off at the cross over from the cutting flutes to the shaft. The fracture face has the typical view of a brittle overload fracture, at the fracture initiation zone are deformations visible, which indicates a metallic contact. In general it the drill bit in a very used condition, the remaining cutting edges are blunt and the are strong stress marks at the shaft visible. Also the flat surface at the coupling adapter has clearly visible wear marks. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The appearance of the fracture zone indicates that a metallic contact, for example with an already inserted screw did lead to a mechanical overload and finally the breakage of the device. Wear and tear may also have played a certain role, as blunt drill bit in general require more torque during use. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
The customer reported that while using the axsos 3 tibial plate ancillary during osteosynthesis of left tibial plateau, the drill bit broke and was left in the patient's tibia.